Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 16 x 2.25mm promus premier drug eluting stent was advanced but failed to cross the lesion. The physician tried several times to cross the device then the stent was lifted. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.